Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using a tandem insulin pump at the time of the event. According to the reporter, on (B)(6) 2026, the pediatric patient experienced ¿belly pain¿. A bg meter reading was taken at this time and was found to be 595 mg/dl while the cgm was reading 72 mg/dl. A repeat bg meter reading was taken and was 592 mg/dl. The reporter provided the patient wtih a lot of water to drink and called the patient¿s doctor for advice. There was no documentation of medical intervention. At the time of report, the family was still waiting for a response from the patient¿s doctor. Attempts to reach the family back for further event details were unsuccessful. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.